Manufacturer narrative:
Patient height reported as (B)(6). This report is for two (2) unknown screws. Part and lot numbers are unknown. Without a valid part and lot number, UDI is not available. Exact date of implant procedure is unknown. Devices implanted on an unknown date in 2010. Device has not been explanted. The screws protruded and are inoperable per the mayo clinic. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown date in 2010. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a patient that four (4) screws broke in her left foot one (1) week after a 2010 implant. The screws protruded and are inoperable per the mayo clinic. The patient reported four (4) broken screws but only provided two (2) screw part numbers; one (1) 3.5mm cortex screw and one (1) 4.0mm cortex screw. The other two (2) screws are unknown. Patient is wheelchair bound for life and is requesting compensation. Patient reports constant pain and unable to bear weight. The patient reported that the FDA from minnesota told her the screws were recalled. The patient status outcome is less than desirable treatment outcome. Concomitant medical products: 2.0mm kirschner wires (part# 292.20, lot # unknown, quantity 3). This report is for two (2) unknown screws. This is report 3 of 3 for complaint (B)(4).